Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared.